Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty inflating and deflating the balloon. Allegedly, there was a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. Also, one time they had to cut the foley because the balloon would not deflate.

Manufacturer narrative:
The reported event was confirmed. The exact cause could not be determined. Received 1 used foley catheter with the original packaging for evaluation. Per the visual inspection it was noted that pieces of the sac were missing (approximately 0.5cm x 1.0cm) and not returned for evaluation. During the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length:3/32¿ inflation lumen coverage:12 thou. Balloon thickness:26 thou. Burst initiated from bottom collar of sac:1cm. The balloon thickness measured 26 thou. In addition, the edges of the burst area were swollen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex. Do not aspirate urine through the drainage funnel wall."

Event description:
It was reported that there was difficulty inflating and deflating the balloon. Allegedly, there was a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. Also, one time they had to cut the foley because the balloon would not deflate.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex.. Do not aspirate urine through the drainage funnel wall." Correction: concomitant medical products, device evaluated by MFR.

Event description:
It was reported that there was difficulty inflating and deflating the balloon. Allegedly, there was a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. Also, one time they had to cut the foley because the balloon would not deflate.